Manufacturer narrative:
Additional information received on 04 april 2016 and includes: the sales agent was unsure if the surgeon confirmed loosening. On 04 april 2016 the medical affairs commented that it is not possible to perform any kind of clinical evaluation due to the lack of information based on the event. On 04 april 2016 it was prepared a final report with the information already submitted in the initial report. On 02 may 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
The patient had gmk primary knee surgery on (B)(6) 2013 to replace non- medacta products. Batch review performed on 01 february 2016. (B)(4).

Event description:
The patient presented with a very limited range of motion (10-80 degrees). The surgeon suspected that the tibial baseplate was loose and decided to remove all components and put in a gmk revision knee. The surgery was completed successfully. The explants will not be returned. There are no x-rays available.